Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor flashed a "reference sensor failure" error message. The user attempted to reboot the device a few times. A message on the printout indicated "monitor diagnostics passed". An alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.